Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a lead dislodgement which caused loss of capture. No additional adverse patient effects were reported.